Manufacturer narrative:
Initial report sent to FDA: 7/13/2007.

Event description:
According to the reporter, the pt underwent a hip procedure, where a needle broke during suturing and fell into the pt cavity. Reportedly, the pt was not stable enough to remove or search for the needle. Needle was not retrieved. No further info was made available from the user facility.